Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning. It was noted also that patient had discomfort at the pocket site. The patient underwent an ipg replacement and pocket revision procedure. The patient was doing well post operatively. The explanted device was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.